Manufacturer narrative:
We have been informed that during peeling procedure, recurrent functional issues occur, particularly involving sticking of the instrument tip, making it difficult to reopen. As a result, the user is repeatedly forced intra operatively to open and replace instruments, which disrupts the surgical workflow. No report that actual patient harm occurred or surgery was prolonged or delayed. 3 additional lot numbers were involved: 9649-*-*-1, 2000443250 and 2000442544.

Event description:
We have been informed that during peeling procedure, recurrent functional issues occur, particularly involving sticking of the instrument tip, making it difficult to reopen. As a result, the user is repeatedly forced intra operatively to open and replace instruments, which disrupts the surgical workflow. No report that actual patient harm occurred or surgery was prolonged or delayed.